Manufacturer narrative:
The failure investigation has been performed and the alleged issue was verified in the pump logs; however, investigation could not be completed as an incomplete system was returned.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that out of range issues occurred between the transmitter and pump, with no continuous glucose monitor (cgm) sensor readings. In addition, it was reported that an occlusion alarm occurred. At the time of the report, the occlusion alarm was not occurring; therefore, troubleshooting with tandem technical support was unable to be performed. Customer resolved the occlusion alarm by only selecting resume insulin. Customer's blood glucose level was 187-230 mg/dl. Reportedly, the customer continued to use the pump for insulin therapy.